Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The treatment for the event was not reported. The cause of the peritonitis was unknown. The patient was discharged from the hospital after five days and was recovering at the time of the report. Pd therapy was ongoing. No additional information is available. This is report 2 of 5 for this event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for h13f12064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). Per the additional information received, it was determined that the peritonitis resulted from a breach in aseptic technique. Therefore, the extension set is no longer a suspect product. As a result, it was determined that this report is a duplicate of report 1416980-2013-28097. All investigation activities will be captured under report 1416980-2013-28097.